Manufacturer narrative:
This supplemental MDR is to capture additional information from a follow up, but it does not impact the investigation findings previously submitted. The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. It was reported that the nurse noted patient was only 34.9c, but target was 37c. Therapy had been ongoing in an arctic sun device for about sixty hours and patient had reached target during the therapy. A DHR review is not required as the serial number is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: b the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted patient was only 34.9c, but target was 37c. Therapy had been ongoing in an arctic sun device for about sixty hours and patient had reached target during the therapy. Patient temperature (pt) was 34.9c, flow rate (fr) was 2lpm, water temperature (wt) was 35.8c, patient 81kg with medium pads in place, no exposed abdomen, no secondary probe in place. At this time nurse had to urgently drop off. Offered to call back, but caller declined. No further calls from account overnight. Per follow up information received via phone on 04mar2025, spoke with nurse who stated the patient was not able to reach target temperature because the water temperature would not increase above the target. They had removed the patient from the device and used alternate means of treatment. They did not have the serial number and is unsure if biomed evaluated device.

Event description:
It was reported that the nurse noted patient was only 34.9c, but target was 37c. Therapy had been ongoing in an arctic sun device for about sixty hours and patient had reached target during the therapy. Patient temperature (pt) was 34.9c, flow rate (fr) was 2lpm, water temperature (wt) was 35.8c, patient 81kg with medium pads in place, no exposed abdomen, no secondary probe in place. At this time nurse had to urgently drop off. Offered to call back, but caller declined. No further calls from account overnight.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted patient was only 34.9c, but target was 37c. Therapy had been ongoing in an arctic sun device for about sixty hours and patient had reached target during the therapy. Patient temperature (pt) was 34.9c, flow rate (fr) was 2lpm, water temperature (wt) was 35.8c, patient 81kg with medium pads in place, no exposed abdomen, no secondary probe in place. At this time nurse had to urgently drop off. Offered to call back, but caller declined. No further calls from account overnight.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. It was reported that the nurse noted patient was only 34.9c, but target was 37c. Therapy had been ongoing in an arctic sun device for about sixty hours and patient had reached target during the therapy. A DHR review is not required as the serial number is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.